Event description:
The hcp reported the pt was not receiving adequated relief with the pump. The pump was explanted after an implant duration of 6 months. It was replaced and returned to the manufacturer for analysis.